Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. Additionally, it was reported that the customer was unable to use the extended bolus feature. There was no information provided regarding the customer's blood glucose level. Reportedly, the pump would continue to be used for insulin therapy. Although requested, no additional information was provided regarding the reported issues.

Manufacturer narrative:
The failure investigation has been completed and the alarm occlusion issue was verified. Based on the analysis, the alleged bolus extended issue could not be verified.